Manufacturer narrative:
Results = no product deficiency identified. Additional manufacturer narrative: the device was returned to edwards for evaluation and the reported ¿blood back into the syringe¿ and ¿slight loss of balloon occlusion¿ could not be confirmed. During visual inspection, no non-superficial damages were identified. Functional testing was performed on the device to check for lumen patency on the coronary sinus pressure lumen and balloon lumen with water. No water flow was identified on the coronary sinus pressure lumen; however, flowing of water was observed on the balloon lumen. The cause of the full occlusion present in the coronary sinus pressure lumen post decontamination could not be determined. Leak test was performed on the balloon lumen and balloon. Results showed no leakage was found on the balloon and there was no reduction of inflation over a short period of time. Further leak testing performed showed there was no aspiration of water into the syringe or inside the balloon. A review of the device history record (DHR) revealed no non-conformities related to the device. Based on the information received and the product evaluation findings, a definitive root cause could not be determined. It appears a procedural factor could have contributed to the "slight loss of occlusion" experienced by the customer. Neither a manufacturing defect or design inadequacy was identified that could of contributed to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The trend is in control. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a small amount of blood came back into the syringe when the balloon of a proplege catheter was being deflated at the end of a mimvr case. The placement of the catheter went according to the IFU and retrograde cardioplegia was delivered effectively. It was reported that during preparation of the catheter, the scrub prepped the device according to the IFU and did not noticed any damages on the catheter or on the balloon. The catheter prepped well. The balloon volume used to inflate the balloon was according to the IFU. It was reported that there was a slight loss of balloon occlusion noted during the case. No patient injury was reported.

Manufacturer narrative:
Device evaluation is pending. Additional manufacturer narrative: review of the device history records (DHR) revealed no non-conformities related to the device. A supplemental MDR will be filed when evaluation is complete.